Manufacturer narrative:
(B)(4). Method: the complaint device was not returned to fisher & paykel healthcare (f&p) in (B)(4) for investigation. Our investigation is based on the information provided by the customer and our knowledge of the product. Results: the customer reported that the rt219 bi-level/CPAP breathing circuit as part of a non-invasive ventilation (niv) system was incorrectly set-up with the niv mask connected directly to the exhalation port, resulting in interruption of niv therapy. Conclusion: based on the information provided, it is most likely that a user error occurred resulting in an interruption to niv therapy. All rt219 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt219 bi-level/CPAP breathing circuit include a pictorial showing the instructions to connect the circuit and exhalation port correctly. It also includes the following: " do not block or seal the vent holes on the exhalation port. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Exhalation port must be used with a non-vented interface on a single limb system. Failure to comply may lead to patient inhaling excess carbon dioxide resulting in hypercapnia. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the rt219 bi-level/CPAP breathing circuit as part of a non-invasive ventilation (niv) system was incorrectly set-up with the niv mask connected directly to the exhalation port, resulting in interruption of niv therapy. There was no patient consequence.